Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 5 of 9. The home patient (hp) stated that they disconnected one of the supply bags and then reconnected it. The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide instructs not to attempt to reuse any disposable supplies. And warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide states that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.